Manufacturer narrative:
Initially, the attorney reported that a single event of the implant of a ventralex mesh occurred, however, medical records were received and a review of these records identified another event. Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. The pt underwent a laparotomy about 5 months post implant for what was initially thought to be a perforated diverticula; however, the post operative findings indicate it was a peritoneal cyst. The medical records note the site was "clearly not infected and did not involve the colon." Lysis of adhesions were performed and a non-bard mesh was placed. Following the cyst repair, the pt was treated for a non-healing wound. Although there is no culture reports provided or indication that the composix kugel mesh was the source of the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The pt also developed a recurrence which is a known adverse event listed in the IFU. It is unclear if the mesh remains implanted as an unidentified mesh was removed in 2010 and no sample was returned for evaluation. With the currently available info, no conclusion can be drawn. See MDR 1213643-2012-00294 for info related to the ventralex mesh implanted on (B)(6) 2010.

Event description:
The initial attorney report alleged unspecified injuries after the implant of a ventralex mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2006 - pt underwent repair of ritcher hernia with composix kugel. On (B)(6) 2007 - pt underwent drainage of peritoneal cyst and repair of a incisional hernia with a non-bard mesh. Lysis of adhesions were performed. On (B)(6) 2007 - pt underwent incision and drainage of a wound infection. On (B)(6) 2007 - pt underwent excision of necrotic skin with closure of defect with adipose cutaneous advancement flap and complex repair of wound. On (B)(6) 2007 - pt underwent excision of abdominal wall mass and closure of a defect. On (B)(6) 2010 - pt underwent repair of incisional hernia with ventralex mesh. On (B)(6) 2010 - pt admitted for recurrent incisional hernia with extensive foreign body and pain. Discharged on (B)(6) 2010. On (B)(6) 2010 - pt underwent repair of recurrent incisional hernia with composix l/p. The ventralex mesh, an unidentified mesh, and suture material were excised. Bowel noted to be released from the undersurface.